Event description:
A us distributor notified zoll on (B)(6) 2015 to report that a pt passed away at the hospital. Review of the events surrounding th e pt's death indicate that the pt experienced an appropriate defibrillation event consisting of eight shocks during vt-vf. The rhythms at shocks one through six were converted but transitioned back into vt/vf. The rhythms at shocks seven and eight remained in vf. The electrode belt was disconnected. It was also reported that manual external defibrillation was delivered 15 times during the event. Review of th e pt's ECG captured three non-lifevest shocks after shocks two, three, and four. A zoll representative reported that the hospital was unable to locate the electrode belt for return following the event.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the monitor lacked a driven ground signal. The cause of the lack of driven ground signal is an open driven ground relay resistor r781 on the computer / analog board. The cause of the open resistor is the external defibrillation delivered during the event. There is no indication that the open resistor caused or contributed to the pt's death. The lifevest was able to deliver eight full energy appropriate shocks before the electrode belt was disconnected. Device evaluation of belt sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor: 05/01/2013. Electrode belt: 05/01/2011.